Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-02878, 0001822565-2022-02879. (B)(4). Complaint sample was evaluated and the reported event was confirmed. Provisional was examined and found to exhibit signs of repeated use (nicked / gouged) and slivers from the dovetail and a corner of the distal side has fractured. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a fractured instrument was received via the worn instrument return program. There was no reported patient involvement.